Event description:
Customer reported that the insulin pump did not deliver the correct amount of insulin. She stated the insulin pump had been alarming and that the blood glucose readings had been high. The blood glucose reading at the time of the call was 274 mg/dl. She expressed symptoms of thirst and frequent urination. Troubleshooting was performed and customer found that the drive support cap appeared normal and no air was present in the tubing. No leaks were found. The insulin pump passed the prime and high pressure tests. Customer was assisted in correcting the date and time, and was referred to her doctor to check if bolus and basal settings are correct. Customer removed the infusion set and found that the cannula was not bent or occluded. Customer was advised to check the insulin vial and found that it was not expired. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.